Event description:
The customer reported the rbc and plt background failed startup and they noticed a burning smell on the left side of the instrument. The beckman coulter lh500 was powered off and service was dispatched. No injuries occurred and no-one sought medical attention. There was no death, injury or change to patient treatment attributed or associated to this complaint. There were no reports of sparks, arcing, shock or flames and the fire department was not called nor was the use of a fire extinguisher required. There is an exposure or risk management plan in place at the facility. Msds were not reviewed. The field service engineer (fse) found the tubing coming from the sweep flow tank popped off and diluent leaked onto and shorted out the fan of the peltier module. The root cause of the burning smell was the tubing at the sweep flow tank had popped off and shorted out the peltier fan. Lh series instruments are listed by (B)(4) international to the following product safety standards; (B)(4).

Manufacturer narrative:
(B)(4).